Event description:
The customer reported that failing quality control results were generated on a unicel dxl 600 access immunoassay system for multiple assays. System checks on the instrument also failed to meet instrument specifications due to high washed %coefficient of variation and qns (quantity not sufficient) flags. The last passing system check was performed on (B)(6) 2012 and only the washed portion was performed at that time. A beckman coulter inc. Customer technical service representative review of the instrument's event log revealed multiple reagent pack monitoring errors dating back to (B)(6) 2012. There were one hundred fifty seven errors for reagent pipettor number one and twenty four errors for reagent pipettor number two during the (B)(6) 2012 time period. The customer also noted that they had been receiving substrate dispense instrument errors since (B)(6) 2012. The customer visually inspected both of the reagent pipettors and noted that reagent pipettor number one was dripping something like serum by the sample aliquot station. Patient results were reported out of the laboratory during the timeframe of the failing system checks; however there has been no confirmation testing of patient results to determine whether erroneous results were generated. There have been no reports of death or injury associated with this event and patient treatment was not impacted. No patient results, specific patient information or sample collection/handling information was provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2012 for this event. A field service engineer (fse) performed the substrate portion of system check which failed indicating possible substrate dispense failures or erratic contamination. The fse decontaminated the substrate system, adjusted the led sensor, replaced the substrate valves and tube and set them to the proper voltage. The fse also replaced reagent pipettor number one's tip and performed the necessary alignments. The fse performed routine system checks which passed within instrument specifications. The fse also calibrated several assays and performed associated quality control assessments with no issues were noted. Upon the completion of the necessary and verified repairs, the instrument was returned into operation. An exact cause for this event is unknown and could not be determined.